Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the pcb for video fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the pcb for video. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated not to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).